Event description:
Related manufacturer reference number: 2017865-2023-17487, 2017865-2023-17489, 2017865-2023-17490. The patient presented into clinic with a fever and an infection was suspected. It is unknown if the infection was suspected to be due to the device, right ventricular lead, left ventricular lead, or the right atrial lead. The patient was hospitalized, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.